Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer had become jammed. The customer stated that there was no delay in the dispensing of the medication, as they had a pharmacist issue the medication manually. There were no adverse events or injuries reported based on this event.